Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon kit was unpacked on (B)(6) 2018. According to the complainant, during preparation, a white glue like residue was noted on the syringe chamber of the encore inflation device, which was include in the uromax ultra balloon kit. The procedure was completed with another uromax ultra balloon kit. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon kit was unpacked on (B)(6) 2018. According to the complainant, during preparation, a white glue like residue was noted on the syringe chamber of the encore inflation device, which was include in the uromax ultra balloon kit. The procedure was completed with another uromax ultra balloon kit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed a white stain inside of the clear housing and on the outside of the barrel of the encore device, confirming the reported complaint. The stain did not obstruct the graduation marks in the barrel. There is also no adverse effect on the functionality on the encore device. Since the device met the designed specification however a modification would improve performance, function or appearance of the product, the most probable cause of design: product enhancement is selected for this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.